Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed displacement test, self test, off no power test and all operating currents tested within the spec range. Pump was monitored and tested with no low battery alert noted. Pump received with broken reservoir tube lip noted.

Event description:
The customer reported via phone that the insulin pump had broken off at reservoir compartment. Customer¿s blood glucose level was unknown. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.